Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 7 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a local infection unrelated to the lvad. It was reported that the patient did not use a power module patient cable at home and only used battery power support. During the admission, the patient was tethered to a grounded power module patient cable and red heart alarms immediately occurred. The patient was asymptomatic during the event and was fine when placed on an ungrounded power module patient cable or batteries. A log file evaluated by the manufacturer's technical services representative revealed multiple pump stoppages. Submitted x-rays were unremarkable; however, the x-rays did not include the driveline at the system controller end. An ungrounded power module patient cable was provided for use when on power module support. On (B)(6) 2015, the manufacturer's technical services representatives successfully performed an external driveline replacement approximately 3 inches from the exit site. No subsequent issues have been reported.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed an issue that would have potentially contributed to the reported event. Approximately 18.5¿ of the driveline was returned for evaluation. Rescue tape was observed covering the damage to the silicone jacket approximately 10.5" from the metal connector. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires in the vicinity of the damage to the silicone jacket, approximately 10.75" from the metal connector, revealed a breach to the insulation of the black wire. The black wire redundantly supports motor phase 2. Deformation of the insulation of the green wire was also observed; however, no breaches were identified. The observed wire damage appeared to be the result of a mechanical damage to the driveline. The remaining wires were abraded and kinked in several areas, but were otherwise unremarkable. Based on the investigation, if the exposed conductors of the black wire contacted the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have caused the reported red heart alarms and pump stoppage events that were confirmed through the evaluation of the submitted log file. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.